Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary leakage, nocturia and occasional urinary urgency. (B)(4).

Event description:
It was reported that following insertion the patient experienced urinary leakage, nocturia and occasional urinary urgency.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted. See also medwatch 2210968-2012-08417. The same patient is represented in each medwatch.(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency and burning sensation.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with removal of cervix due to bladder prolapse and stress urinary continence. The patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia and having to use a catheter. (B)(4) ¿ urinary/bowel problems; recurrence.